Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date the patient underwent removal of one (1) matrix sagital split plate and four (4) matrix screws due to infection. Patient was initially had a trumatch surgical planning and custom implants implanted. Removal procedure went as planned. Patient recovered well immediately post op. This report is for one (1) ti matrix sagittal split plate straight / 4 holes / 8mm bar. This is report 5 of 5 for complaint (B)(4).